Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the an occlusion alarm occurred. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed. There was no reported impact to customer's blood glucose level.